Manufacturer narrative:
(B)(4). Batch #: unk. Event: date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 44 units had a pink temperature gauge. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2022. D4: batch # rbccmss0. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that an individual 1-up carton was returned. The temperature indicator sticker on carton had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. The device was opened and visually inspected was performed for damage to the buttress attachment material (bam) pattern and was found to appear conforming. This would indicate that while the package may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2022. D4: expiration date.